Event description:
It was reported that the customer was updating time, personal profile, or biq/ciq settings, which resulted in a low blood glucose level of 48 mg/dl. The customer consumed glucose tablets and carbohydrates to address the low blood glucose. Technical support assisted the customer in updating the correction factor setting and advised checking in with the healthcare provider whenever settings are updated. The customer understood and acknowledged the advice.